Manufacturer narrative:
Device was used for treatment, not diagnosis. Date then screws broke and non-union occurred 510k: this report is for two unknown cancellous screws. Part and lot numbers are unknown; UDI number is unknown. 510 is unavailable original implant date sometime in (B)(6) 2017. Device is not expected to return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery sometime in (B)(6) 2017 for treatment of an ankle fracture. Patient was implanted with one (1) 3 hole one-third tubular plate and three (3) 4.0mm cancellous bone screws of unknown length. On an unknown date post-operatively, patient presented with a non-union. On (B)(6) 2018, surgeon removed all implants and revised the patient to an variable angled medial tibial plate. During the revision it was reported that the distal portion of two (2) broken cancellous bone screws were retained in the patient¿s bone. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Reported concomitant devices: one-third tubular plate with collar 3hole (part # 241.33, lot # unknown, qty. 1) unknown cancellous screw (part # unknown, lot # unknown, qty.1). This is report 1 of 1 for (B)(4). This report is for two (2) unknown cancellous bone screws.

Manufacturer narrative:
Corrected data: date of device breakage is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.